Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: the pump was returned with corrosion in the battery compartment and moisture behind the display lens. The leak test failed due to a battery compartment crack on the side. The pump cover was removed; internal moisture was found on the printed circuit board.